Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, all measurements on the right ventricular (rv) lead were appropriate except for the amplitude measurements. Chest x-ray noted the device had migrated and dislodged the rv and right atrial (ra) lead. As a result, the leads were successfully repositioned and the device was secured in the pocket. No additional adverse patient effects were reported.